Manufacturer narrative:
The subject device was received and evaluated. Device inspection , service repair noted forceps passage, brush passage test did not passed. Unable to unblock the channel (blocked with foreign material. Leak test performed and was noted passed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leak at distal tip. The issue found during reprocessing. There is no patient harm, no user injury reported due to the event. Device evaluation found unable to unblock channel (clogged with foreign material), cleaning brush cannot be inserted nor removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the solidified foreign material adhered to the biopsy channel could not be removed. Therefore, the foreign material could not be identified. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This initial report was submitted for the malfunction found during evaluation (unable to unblock channel - clogged with foreign material)